Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the tubing was yellowish. There was no patient involvement reported.

Manufacturer narrative:
(B)(6) 2018, (B)(4): this report was generated by manually. This report and text information has been reviewed and previously reported as non-MDR reportable complaint. This report is not necessary and will be cancelled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.